Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified while based on the analysis, the alleged low bg issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Subsequently, it was reported that the customer went to the emergency room due to a blood glucose level of above 500 mg/dl. Reportedly, the pump battery could not be charged. Reportedly, customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.